Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 03/20/2014 with the following results: the bolus history matched the reported bolus history. There were no boluses in the history or black box near the time of the reported missing boluses. Boluses were performed successfully during testing and accurately recorded in pump history.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter alleged that the pump was not delivering boluses properly. The reporter stated that two boluses were recently programmed and no tone was emitted to indicate the boluses were completed and there was no evidence of the boluses in the pump¿s history. The patient¿s blood glucose levels reached 308 mg/dl with no reported symptoms, which does not meet animas criteria for an adverse event. The reporter noted that the time and date were set correctly and the total daily doses added up during troubleshooting. This complaint is being reported because the reported issue was not resolved with troubleshooting.